Manufacturer narrative:
On (B)(4) 2014, the customer drained the vacuum trap and bleached the vacuum lines. The instrument ran without any leaks or errors. (B)(4).

Event description:
The customer reported a leak when using the coulter act diff 2 analyzer. The instrument was generating an error condition of vacuum errors when the leak was noticed. The volume of the leak was about 2 ml and was not contained within the instrument. The instrument was performing a startup process, and patient samples were not run. There was no report of erroneous test results associated with this event. The operator was wearing lab coat and gloves when the event occurred. There was no report of biohazardous exposure to mucous membranes or cuts. There was no death, injury or affect to user or patient treatment.